Event description:
Note: this report pertains to the second of two events that occurred during the same procedure. Refer to associated manufacturer report # 6000048-2008-00003. It was reported that the physician used a second hydratome sphincterotome device and "it had the same problem." However, the physician was able to successfully complete the procedure with the same device. No pt complications were reported as a result of this event. Reportedly, the pt was "ok" following the procedure.

Manufacturer narrative:
A visual examination of the returned device confirmed that the cutting wire was burnt, bent, and broken. The burnt cutting wire indicated that excessive electrical current flowed through the device. The cause of the excessive current is unk, although possible causes include: improper tome positioning, allowing the cutting wire to contact the endoscope, resulting in a short circuit, and excessive power applied to the cutting wire due to improper generator settings. A review of the complaint database did not identify any add'l complaints for this lot. The device history record for this lot was reviewed; no anomalies were noted. The november 2007 15-month jagtome product family complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted. The hydratome sphincterotome product family is included in the same trend report as the jagtome product family since both families utilize the same sphincterotome device.